Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional (hcp). It was reported that no cause was determined for the infection. The infection event had been resolved. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that patient had bacterial cerebrospinal fluid (csf) infection, origin unknown. They explanted portion of catheter and hoped to save pump for reimplant. Explant description was reported as "intrathecal pulled out- tunnel to flank remains" and the customer discarded the explanted catheter. The hcp did not believe pump or catheter was related. At the time of this report, the issue was not resolved and patient status was alive- no injury. The patient¿s medical history included multiple sclerosis. No further complications were reported. Additional information was received from manufacturer representative (rep). It was reported that the healthcare professional (hcp) was unsure of the cause of infection. The rep stated she was planning on meeting the hcp to confirm on (B)(6) 2017. No further complications were reported. Additional information was received from healthcare professional (hcp) via manufacturer representative (rep). It was reported that patient was still on antibiotics. Provided information had been confirmed with the hcp. No further complications were reported.